Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed through a remote merln.net transmission. The patient was asymptomatic. All other electrical values were normal and the noise was successfully reverted. The noise could not be reproduced in clinic. No changes were made and the patient would continue to be monitored.